Event description:
It was reported that the right atrial lead was undersensing and had high pacing threshold. The lead was explanted and replaced. The left ventricular lead was noted to have been programmed off due to high pacing output and non capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 4193 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead was undersensing and had high pacing threshold. The lead was explanted and replaced. The left ventricular lead was noted to have been programmed off due to high pacing output and non capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was covered in blood, the outer insulation had a cosmetic depression, and the outer insulation had a white substance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.